Event description:
(B)(6) 2021 16:12:57 pst. Ice batch user (batch_ice) phone (B)(6). Complaint: (B)(4). Complaint status: in process mdt initial contact: christine hardes taken by: meusec2 inquired what led up to the complaint. Customer response: crack in case bumped/dropped/cosmetic damage t/s per dop114-980. Adv to d/c from the pump. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: no customer states the pump has neither been bumped nor dropped. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: crack . 2. Damage occurred: during normal use. 3. Location of the damage is: back + battery compartment. Did customer report out-of-box damage: no is the physical damage to the pump's retainer ring: no did damage occur while using a silicone case: no expl we encourage the use of the new silicone case which can provide a cushion against bumps during your daily activities and is an extra barrier against lotions, sunscreen, insect repellent, or household cleaners. Was damage to pump caused by the customer and/or by normal wear and tear: yes adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: sending replacement ship: 1/return: 1 country: (B)(6). Input date: 10/16/2021 warranty start: 01/03/2018 warranty end: 01/02/2022 batch - ng2330204h

Manufacturer narrative:
(B)(4). S.w version 4.11d. Retainer ring = black. Customer returned pump for an alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. Pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.